Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. The product will be returned. Nothing further to report.